Event description:
It was reported that the patient arrived in the emergency room with tachycardia. The patient was admitted to the hospital and the pump was replaced. It was determined that a pump motor stall had occurred. Drug delivered via the device was baclofen.

Event description:
Additional information received reported that the patient was "doing all right" following the pump replacement. Information also received that the patient's family heard the alarm during the night prior to explant, however the patient was not brought to the hospital until the morning after the alarm was heard. There were no alarms heard when the pump was replaced in the operating room. The baclofen in the pump was a concentration of 2000mcg/ml with a daily dose of 600.4mcg/day.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that pump began to "beep" presuming end of life and as a result, the patient experienced wi thdrawal symptoms, including nausea.

Manufacturer narrative:
Anaylsis of the pump found pump, motor, gear train anomaly and corrison. Residue was found on the upper shaft of gear two and in the upper bridge jewel of gear two, most likely the cause of the motor stalls seen in the pump logs. An alarm pin test was also done on this pump because of allegations of possibly not hearing the alarm. The peak to peak voltage during this test was 6.22 vdc, while the battery voltage during this test was 2.6vdc. The peak to peak voltage needs to be at least twice that of the battery voltage at the time of the test, which it is. The initial alarm test was measured at 78.6 db. (B)(4).